Event description:
It is reported that a customer's insulin pump was not communicating with the glucose monitor. The patient's blood glucose level was at 203 mg/dl. The customer stated that were some alarms. The customer stated that the bolus was not programmed when the alarm occurred. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.